Event description:
A site reported that a female pt rec'd a laser treatment for ecchymosis and reported that the pt responded with blistering. The site also reported that the blister "will most likely have a mild scar."

Manufacturer narrative:
The product was installed at the user site april 30, 2008. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(4) 2013, with no issues found. A candela field service engineer inspected the unit and reported that the unit was operating within specification. The treatment of ecchymosis is an unapproved use of the device, therefore this treatment is not included in the recommended treatment guidelines provided by candela.